Manufacturer narrative:
Device evaluation: the actual sample was not returned for investigation. The supplier of the anaesthesia medication completed a review of manufacturing records for the reported lot and concluded that the product met with specifications at final testing. The supplier also tested retained samples from the same lot for potency. All testing found the product to meet with specifications.

Event description:
A report was received stating a pt received insufficient local anesthesia when the listed med device was used. It was necessary to provide supplemental sedation medication of midazolam, propofol and fentanyl to complete the procedure and make the pt comfortable. No adverse effect to pt reported.

Manufacturer narrative:
Additional MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.